Manufacturer narrative:
Voluntary medwatch report received: mw5163386.

Event description:
Voluntary medwatch received states the left ventricular lead exhibited infection. No intervention was performed. The patient experienced no consequences.